Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead was over-sensing noise leading to pacing inhibition, inappropriate automatic mode switches (ams), high capture thresholds, and varying low voltage impedance. Additionally, sensing issues were noted due to p-wave amplitude variation. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.